Event description:
Caller reported experiencing a cartridge alarm with their pump, resulting in a blood glucose level that was indicated as "high," although the specific value was unknown. There was no adverse impact to the customer's blood glucose level as a result of the alarm. The customer addressed the high blood glucose by administering a correction bolus via the pump. Technical support confirmed previous occurrences of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was informed about receiving a pump with updated software and given instructions to put the pump into storage mode before returning it. The caller acknowledged the shipping details and agreed to return the faulty pump within ten days using the provided return box and pre-paid label.